Event description:
After pt completed the therapy session they began to show signs of shortness of breath. Spo2 was measured at 94% prior to treatment, 85% immediately after treatment and 88% 10-15 mins later. Pt placed on 5 liters of o2 and spo2 increased to 93%. Wheezing noted in right lower lung. Pt's weight increased 1/2 lb from preceding day. Pt was admitted with chf.